Event description:
It was reported by the user facility that the device was dropped before a procedure and broke. If the device was used during a case it could fall into the operation site. There was no patient impact or surgical delays associated with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the user facility that the device was dropped before a procedure and broke. If the device was used during a case it could fall into the operation site. There was no patient impact or surgical delays associated with this event.